Manufacturer narrative:
(B)(4).

Event description:
The patient was having some pain where the neurostimulator was located. The patient reported that the symptom occurred last week prior to the call date. The patient stated that she felt different from last month. The patient stated it sensitive to sitting and lying. The patient had not increased activity since the health care provider (hcp) released her. It was noted that patient appointment was scheduled for thursday. It was reported 3 days later that patient had possible wound infection at the stimulation location and was on antibiotics. It was reported as unknown if patient was getting 50% or greater symptom reduction. It was noted as unknown if device related. The patient outcome was reported as not recovered, symptom/issue ongoing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0lcye, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).